Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. Functional evaluation could not be performed because trigger was completely jammed. The device was disassembled to perform a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. Impact damage on the insertion fork caused the cannula cap to fall off from cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip broke off the device. The procedure was completed with a like device. There were no adverse patient consequences reported.